Event description:
Facility reported that during treatment an accessory line completely separated from the mainline. The initial reporter could not elaborate further as to the exact location of the separation and further info was not available. There were no ill effects to the pt. The sample is not available for eval.